Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the internal bleeding could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleeding event. The IFU state the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used.

Event description:
It was reported following a percutaneous left heart catheterization procedure, a 6f angio-seal sts plus device was used to seal the femoral artery. The procedure required multiple sticks and finally a smart needle was used to gain access to the artery. A 6f sheath was inserted and guidewire advancement was difficult. The patient received 2500 units of heparin during the procedure. The patient experienced retroperitoneal bleeding and required surgical repair. The angio-seal was removed. A clot had formed at the access site and the superficial femoral artery (sfa) flow was limited. Surgical repair was successful and the patient was discharged.